Event description:
It has been reported that a gamma patient monitor was connected to a patient and plugged into wall gpo via power pack. After 30 minutes of use the clinical staff noticed a burning smell coming from the monitor. Monitor was taken off patient and unplugged from wall. Inspection of the monitor by the hospital biomed showed that the internal battery had started to melt causing extensive damage to the plastic case of the monitor and plastic housing of the battery itself. Monitor, power supply and battery were supplied to the hospital in may 2006. As a precaution, all drager gamma monitors at the hospital were inspected and at this stage show no signs of any similar overheating.

Manufacturer narrative:
Our initial evaluation indicates a battery problem with the patient monitor. We are in process of further investigating the problem for the root cause. We expect the investigation to be completed by march 21, 2008. We will report the result of our investigation, the cause of the product malfunction, and the corrective action to FDA by march 31, 2008.